Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and we are unable to determine cause of the mesh "shifting". While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. Additionally we are unable to determine which of the two 3d max mesh implanted in 2007 "shifted", therefore, we are reporting both mesh implants. See MDR 1213643-2009-00456 for info related to the other 3d max mesh implanted in the same month.

Event description:
Pt reports pain and bulging on left side at hernia repair site following implant of two (2) meshes on left side during lap inguinal repair 2007. In 2009- pt underwent exploratory surgery, during which a recurrent hernia was confirmed. Pt stated that the surgeon had indicated that one of the mesh patches implanted in 2007, had shifted a little due to a recurrence. Surgeon placed a perfix plug to correct the condition. Original meshes implanted in the same month, were left in place.